Event description:
The user facility reported that at the conclusion of a patient procedure, the table was unresponsive to hand control commands. The table was unable to be lowered in height and another table was brought into the room and the patient was transferred. No injuries to hospital staff or patient reported. A procedural delay was reported due to the transfer of the patient.

Manufacturer narrative:
A steris service technician inspected the table and found the energy chain had pulled the p1 cable from the control board jack causing the floor locks to be inoperative. The technician repaired the table, articulated the table through all positions and no issues were noted. The table is not under steris service contract and is serviced and maintained by (B)(4).